Manufacturer narrative:
Pending evaluation (d10) concomitant device(s): 300-62-01 - stemless humeral comp integrip, cage, size 1 310-60-47 - stemless humeral head extra short, 47mm (beta)

Event description:
As reported by the equinoxe shoulder study, the patient had an initial right tsa on (B)(6)2020 and presented with deep infection, approximately 2 month(s) and 0 year(s) post-operatively on (B)(6)2020 ¿ wound dehiscence with deep infection. The outcome of this event is considered resolved, with the action taken as revision on 13-nov-2020. The case report form indicates that this event is unlikely related to the device and possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, d1, d4, g4, h6 MDR section codes updated/corrected: b, c, d, e, f, g the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, the patient had an initial right tsa and presented with deep infection, approximately 2 month(s) and 0 year(s) post-operatively ¿ wound dehiscence with deep infection. The outcome of this event is considered resolved, with the action taken as revision. The case report form indicates that this event is unlikely related to the device and possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.